Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced a bent cannula event on the first day of infusion set use at the abdomen site on (B)(6) 2026, which led to high blood glucose for more than four hours. The patient required assistance from their mother and used an insulin pen for correction. The infusion set was replaced and insulin delivery resumed successfully. No further information available.